Manufacturer narrative:
Date sent to the FDA: 01/20/2021. The device history records reviewed, and no issue found. Additional h6 component code: g07002 ¿ conforming device. Additional h-3 summary: actual complaint sample can't be returned. Manufacturer retained samples have been evaluated by appearance, knot pull tensile strength and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information was requested, and the following was obtained: other relevant patient comorbidities/concomitant medications? Anti-infection and symptomatic treatment were given. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Date of index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How was the suture tied (square knot or multiple knots one end)? Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? Were there any pre-existing signs/symptoms of active infection/inflammation prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Were the oral anti-infectives prescribed after completion of surgery as prophylactic medication? Was there any precipitating stress factor for the post-op suture breakage? When was the re-suturing procedure performed? Can you describe the appearance of the suture during the second procedure? What was used for re-suturing? What type of anti-infection medication was given (oral, topical or etc)? Please specify. What is a ¿symptomatic treatment¿? Please specify. What is physician¿s opinion as to the etiology of or contributing factors to this event (post-op suture breakage and post-op inflammation)? What is the patient current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and indication of index surgical procedure? Were the oral anti-infectives prescribed after completion of surgery as prophylactic medication? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How was the suture tied (square knot or multiple knots one end)? Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? Were there any pre-existing signs/symptoms of active infection/inflammation prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Was there any precipitating stress factor for the post-op suture breakage? When was the re-suturing procedure performed? Can you describe the appearance of the suture during the second procedure? What was used for re-suturing? What type of anti-infection medication was given (oral, topical or etc)? Please specify. What is a ¿symptomatic treatment¿? Please specify. What is physician¿s opinion as to the etiology of or contributing factors to this event (post-op suture breakage and post-op inflammation)? Other relevant patient comorbidities/concomitant medications? What is the patient current status?-what is the patient current status? Intra-op event was submitted via 2210968-2021-00191.

Event description:
It was reported that the patient underwent a debridement of leg trauma surgery on (B)(6) 2020 and the suture was used to suture leg trauma. After completion of surgery, the patient was bandaged and prescribed oral anti-infectives. Three days later at the time of dressing change, the suture at a certain site on the wound was found broken. Besides, the patient suffered from erythema and post-op inflammation. The wound was sutured again. Anti-infection and symptomatic treatment were given. Then the patient healed. Additional information has been requested.